Manufacturer narrative:
This report is filed may 16, 2016. Implanted device remains.

Event description:
Per the clinic, the patient was sedated in order to perform a CT scan to check the device placement (date not reported). Additionally, the patient was sedated a second time on (B)(6) 2016, to perform a device integrity test. Clinical management of the patient is ongoing. The implanted device remains.